Manufacturer narrative:
Upon confirmation of the reported product lot manufacturer, this report was resubmitted under the correct manufacturing report number, 2184002-2018-00001. If any additional information is received for this reported event, it will be provided in a supplemental report under the new manufacturing report number. No further reports will be submitted under the original manufacturing report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that viscoelastic products were injected into a patient's right eye during a cataract surgery at which time the cornea suddenly clouded over. The surgeon closed the wound and canceled the surgery without completion. Additional information has been requested. Additional information received clarified that upon postoperative follow up, the patient is doing well with no corneal cloudiness or swelling and with no visual impairment.

Manufacturer narrative:
Complaint trending reviewed for the lot code provided. No similar complaint found. No sample was provided by the customer. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. No sample was returned so no root cause could be determined. No action is warranted at this time due to the fact that no additional complaints have been received for this complaint type/lot code. The manufacturer internal reference number is: (B)(4).